Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented erosion, the device presented a mechanical problem and the outer sheath torn on left cylinder. The ipp was removed and replaced, the existing reservoir was kept in the patient. No additional patient complications were reported.